Manufacturer narrative:
Evaluation summary: larger central hole is noted, most likely due to sent distortion. Dehydration like characteristics, such stiffened and discolored tissue, is evident in the free margins. Cuts in the sewing ring are detected. The x-ray indicates stent distortion. (Model#3000). The device evaluation was completed on 05/26/2010.

Event description:
It was reported that during a da vinci s surgical procedure, the customer experienced an issue with the patient side manipulator arm (psm) not recognizing the cannula. With the assistance of an isi technical support engineer (tse), the site attempted to troubleshoot the issue by trying several cannulae and verifying the system set up was correct; however, the issue persisted at this time, the surgeon made the decision to convert to traditional open surgical techniques to complete the planned procedure. No patient harm was reported.

Event description:
It was initially reported that the device was wasted. On (B) (6) 2010 (through follow-up with the health-care provider), it was learned that the device was explanted due to a sizing issue. Per the surgeon's response, it was "too large". No other details were provided.

Manufacturer narrative:
Sizing issue. Device evaluation anticipated, but not yet begun. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow-up with the health-care provider (via fax), additional information was received. The operative report was also requested, however, it has yet to be provided. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.